Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related MFR report number: 2017865-2023-49780. Related MFR report number: 2017865-2023-49781. It was reported that a patient presented to clinic for follow up and it was noted that there was wound dehiscence and pus at the pocket site. The physician elected to explant the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and atrial lead due to infection. The patient condition was stable before and after the procedure.

Manufacturer narrative:
Visual examination found no malfunctions. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.